Event description:
It was reported by dealer that the screws on the side frame are being sheared off of the 9xt wheel chair. Dealer stated that the end user transfer on a daily basis and is putting extra pressure on the frame.